Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarms were noted during testing. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case on the display window corners, minor scratches on the display window and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was not working correctly. It was alarming button error. Nothing further was reported.